Event description:
It was reported that the patient presented in clinic for a device evaluation. Upon review, the right ventricular lead exhibited noise. It was noted that the patient experienced palpitations. The device was reprogrammed. On (B)(6), the lead was capped and replaced. During the procedure, an insulation anomaly was noted on the right atrial lead. No electrical anomalies were noted regarding the right atrial lead. The right atrial lead was capped and replaced on (B)(6). The patient was stable post procedure.